Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy following violent gasping spells from sleep apnea. Migration of the t12 lead was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the t12 lead was explanted and replaced. Issue resolved.